Event description:
During commissioning it was discovered that the bragg peak, representing the true penetration/absorption of the proton beam, is not displayed at the correct level. The dose representation is incorrect. When a verification point is placed at the midpoint of an opposed pair of beams and normalized to 100%, the dose to this point is correct, but the remainder of the calculated dose distribution is incorrect. The displayed dose is not representative of the delivered dose. This issue is not easily detected in the patient plan, and could lead to a mistreatment of the patient.

Manufacturer narrative:
The investigation revealed an anomaly in the software code causing incorrect dose distribution, even though the treatment plan appears to be appropriate. The error could easily be of the order of 15%, likely over dose if normalized at the center. Depending on the normalization this could also produce an under dose to the target area. Due to the nature of proton therapy where plans are highly conformal with tight margins, then this does difference could be critical. A product notification letter will be sent to affected customers. All corrective action will be reported under the guidelines of (B) (4). No follow-up reports are anticipated.